Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with symptoms of fatigue after receiving a patient notifier. The pulse generator was in backup vvi mode. A user download was successfully performed. The patient would be monitored.